Event description:
On (B)(6) 2012, the distributor contacted animas, alleging that all keypad buttons are unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 02/20/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: unable to test keypad due to internal moisture damage present. Keypad cover was removed to check button contacts. No evidence of contamination found on button contacts. Found corrosion on keypad flex connector. Unrelated to this, the display screen inoperable. Performed an in-house leak test and found a display lens leak. Pump was opened to check for internal moisture damage. Confirmed moisture on display screen. Evidence of moisture damage found on display flex, and on all internal components .